Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An internal visual inspection was performed and passed. A transmitter voltage test was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A bin file review test was performed and passed. The log was downloaded finding no error related to the complaint. The allegation was confirmed due to battery overheating in the bin file. The probable cause could not be determined. No injury or medical intervention was reported.